Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 800 mg/dl. Reportedly, the customer was using admelog within their pump supplies. Customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Tandem technical support (tts) educated the customer regarding off-label insulin. Customer still at hospital at time of report and declined troubleshooting with tts and declined to provide further information.